Manufacturer narrative:
Approximate age of device ¿ 4 years and 1 month. The report of battery depletion causing pump stoppage was confirmed based on the evaluation of the submitted log file. The data captured in the log file contained normal pump parameters, until a low battery advisory alarm was captured on (B)(6) 2016 at 21:48. A low battery hazard alarm was captured on (B)(6) 2016 at 23:52. A no external power alarm was captured on (B)(6) 2016 at 0:08 and the emergency backup battery engaged. The pump remained in power save mode until the emergency backup battery depleted and the pump stopped on (B)(6) 2016 at approximately 1:36. The patient remains ongoing on vad support with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient fell asleep while connected to batteries and experienced a pump stoppage. The patient did not realize that this had occurred and the amount of time elapsed was unclear. The patient remembered checking battery levels around 5 or 6 am the previous morning. The patient fell asleep around 6 pm for approximately an hour. Around 10 pm, the patient realized that the device was off and restored power to the device. The patient reported no further issues after the pump stoppage and the hospital plans to conduct ongoing monitoring of hemolysis labs. The patient remained asymptomatic.